Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
Other, other text: d4 and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to alarm air in line. Whenever the medication reservoir (kept in the fridge) was connected to the pump, an error would always appear indicating the presence of air in the line. To solve the problem, the reservoir was placed in the freezer for a few minutes. After this, the pump worked without any issues. It was likely not an issue with the pump (since the same error occured with all pumps), but rather it seemed to be related to the disposable. No adverse patient effects were reported by the customer.